Manufacturer narrative:
The field service engineer (fse) replaced the flow sensor to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed with low leak. The customer reported the device was in use, but there was no patient harm reported.